Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they passed out a couple of weeks prior to date notified and hit the side of their face. As a result they have a broken tooth, their jaw aches/hurts, and they get a brain freeze when biting down. The patient is to see a dentist on the (B)(6), with a fall noted to be related to the issue. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.